Event description:
Customer reported he was having issues with blood glucose readings. Customer blood glucose was 420 mg/dl. Customer reported he doesn't remember his blood glucose at 7:22 am but he gave himself a bolus and two hours his blood glucose was 389 mg/dl. Customer feels the device was not giving him any insulin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.